Event description:
The home patient reported a reload set 160 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was discarded, replaced and the therapy was restarted. Product surveillance contacted the care giver (cg) regarding the reported alarm. The cg stated that he did not notice any visible damage to the cassette before he discarded the sample. The cg did not know the lot number of the cassette involved. Per the cg, the home patient is doing well on therapy at this time. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.